Event description:
It was reported that after placement of the catheter, it came out. The foley was then tested outside of the patient and it was noted that there was a hole in the balloon. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon began to be inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and water immediately leaked from the eyelets, indicating lumen to lumen leakage. The catheter was confirmed to be 8 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inflate with 3.5cc of sterile water"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after placement of the catheter, it came out. The foley was then tested outside of the patient and it was noted that there was a hole in the balloon. No medical intervention was reported.